Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was identified as the faulty part. However, no additional information has been disclosed.

Event description:
The customer reported the system shut down without command. No report of pt injury.